Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer checked the system and confirmed that the system was indicating that the system crashed during use and would not come back up. Fse found that a defective power supply rack at the top of the m-cabinet. Fse replaced power supply. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system crashed during use and would not come back up. The system was in clinical use. The procedure was cancelled and the patient moved to another room. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that mpdu (main power distribution unit) was failing. The mpdu has been replaced that the system was returned to use in good working order.